Event description:
It was reported that the device was used during a liver resection procedure. Everything went well during the procedure. There were no issues with the device. Post-op the patient returned for a bile leak. The exact date of return is unknown. The leak was treated by CT guide drainage with ercp. Currently the patient is okay. The device and cartridges were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Standard practice of this surgeon during hepatectomies include cauterization to separate fissures, blood supply is clamped from the portion of the liver to be stapled, stapling occurs quickly with white reloads (15 sec wait time not used as blood supply is temporarily interrupted), blood supply is opened, broad cauterization with a bovie applied along staple lines with bleeding, hemostatic gel/glue is applied, surgical mesh is placed over staple lines.